Manufacturer narrative:
Product analysis summary: the device returned with blood visible in the balloon. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the mid-section of the balloon. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short radial tear on the balloon material proximal to the balloon distal markerband. The balloon material was jagged and uneven at the tear site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sprinter legend rx ptca balloon ruptured while inside the patient. No patient injury reported.